Manufacturer narrative:
(B)(4). D10: 802204002 zb 12/14 cocr hd 40mm x +0 65927897. 574203030 avenir cmpl ha var col size 3 3155224. 00625006535 bone scr 6.5x35 self-tap j7606314. 20104006 g7 longevity neutral 40mm f 66163932. 010000665 g7 pps ltd acet shell 56f 7564245. 31-323240 3.2mmx40mm rnglc+ acet drl bit 66265499. 98-b001-007-03 unknown unknown . Visual examination of the returned product identified the tip had fractured from the shaft of the device. The sheath has been twisted with no other visible damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the flexible silicone drill driver broke during the case. No known impact or consequence to the patient. It was reported that no further information is available.